Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4269-52, competitor implantable pacing lead; implant: (B)(6) 1997. (B)(4).

Event description:
It was reported that low impedance levels and high thresholds were discovered on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.